Event description:
A customer reported that excessive bubbles came into the patient's eye in the middle of a vitrectomy procedure. The surgeon finished the procedure with the same equipment, and kept aspirating the bubbles out. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).